Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during an anterior cruciate ligament reconstruction with meniscal repair procedure on (B)(6) 2021, it was observed that the meniscal deployment gun device would not fire again after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : investigation summary: according to the information provided, it was reported that during the surgery of acl reconstruction + meniscus suture, after 1st firing, could not fire again. The complaint device was received and evaluated; by reviewing the physical device, it has no external anomalies, however, when reviewing the deployment slider, it could be observed that shows a small amount of biological matter and it is not bent. The loading rod which is controlled with the red trigger is in good condition, no structural anomalies were found. There were no obstructions while the triggers were activated. The removable needle was not returned along with its sutures. A manufacturing record evaluation was performed for the finished device 7l96056 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, and the functional test results, this complaint cannot be confirmed. Since the triggers has no failure and the condition of the deployment slider and loading rod are in good structural condition, we can conclude that the device has no issue. The needle used in this particular procedure was not returned, and is needed for providing a root cause for the plate deployment failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.